Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a setting for reclining set to 1.6 and they checked their device and the setting for reclining had gone to 0 by itself. The patient stated that they were still reclining when they checked the implant and was in the position for more than 5 minutes. The patient stated that a couple of weeks back they had the same thing happen in a different position. The reclining issue happened on monday or tuesday. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that patient experienced uncomfortable stimulation with position changes. Device interrogation showed it was normal for patient. Patient's device was reprogrammed. It was stated that the etiology was possibly related to device or therapy specifically due to programing. Patient's most recent interrogation prior to event was on (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The outcome of the event was reported to have resolved without sequelae as of (B)(4)-2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.